Manufacturer narrative:
Additional information, b5: upon follow-up, the cloudy effluent was further described as brown fluid in the patient line. At the time of this report, the patient was recovering from the peritonitis manifested by cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain fluid. The patient was treated with unspecified antibiotics for the event. The cause and hospitalization were not reported. At the time of this report, the patient outcome and action taken with pd therapy were unknown. The reporter declined to provide additional information.